Event description:
It was reported that the pump stalled. The pump was replaced. The patient outcome was noted as recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted:unk. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly. Sc connector was damaged at explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.